Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: glide wire, magic torque, platinum plus exchange, stabilizer plus; guide cath: 5 fr aquatempo. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported deployment issue. The additional therapy was due to case circumstances. A review of the job traveler for this product could not be performed and the historical data for the reported lot could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the peroneal artery. A supera stent was advanced toward the target lesion and the stent was implanted. Post dilatation was performed due to stent mal-apposition. Additional treatment was required due to a perforation caused by a non-abbott guide wire in the left peroneal artery. Two unsuccessful attempts were made to seal a perforation by inflating a balloon. A 3.5x19mm graftmaster stent system was advanced toward the target lesion. The system was inflated up to 12 atmospheres, the stent was implanted and the perforation was successfully sealed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.